Manufacturer narrative:
The insulin pump act button did not respond due to flattened button dome switch. No button error alarm noted. The insulin pump was unable to verify no delivery alarm due to button keypad anomaly. The insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery and a button error. The customer also stated a button on the pump was consistently not functioning. Customer's blood glucose was over 600 mg/dl. Customer stated, he had treated and was feeling better throughout the call. He further stated he had breathing issues that were treated with steroid shots, which he was advised would have an effect on blood glucose levels. No significant events leading to the button error alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.